Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was observed to be in the not deployed state, the pink slide insert was not visible through the window on the top housing and the linkage assembly was observed to be in the not deployed state. The data downloaded from the device did not show any timeouts or drive stalls during the run. Data showed that the device had been deactivated by the user at the end of first prime. No damages or defects were observed that would result in the needle mechanism deploying early.